Event description:
The caller went to take the wheel off to clean the hair out from around the front left wheel. When attempting to remove the wheel the caller noticed that all of the bearings were missing from around the wheel. No further information is available.